Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported an intermittent generator error message. The system shuts down when this occurs. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.